Manufacturer narrative:
Results: the 3maxc was fractured approximately 141.5 cm from the hub. The device was kinked approximately 145.5, 152.0 and 153.0 cm from the hub. Conclusions: evaluation of the returned 3maxc confirmed a fracture. This damage typically occurs when the device is forcefully retracted against resistance. The neuron max and ace68 identified in the complaint were not returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed kinks on the distal fractured portion. These kinks were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, after making a pass using the adapt technique with a 3maxc, neuron max 6f 088 long sheath (neuron max), and a penumbra system ace 68 reperfusion catheter (ace68), the physician noticed the posterior part of the 3maxc had broken off. Therefore, the physician used a non-penumbra stent retriever to successfully remove the broken 3maxc. The procedure was completed using a new 3maxc, a non-penumbra stent retriever and the same neuron max. There was no adverse effect to the patient.